Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the rubber component of the 5mm trocar detached and fell into the pt, possibly gasket from the dissuflation lever, "o ring". The component was removed and the case was completed with a second trocar. There was no consequence to the pt.